Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter facility name: (B)(6). Device manufacture date: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd vacutainer¿ plus plastic citrate tube, the sample would overfill, and erroneous results were received. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Medical device lot #: 7346912. Medical device expiration date: 09/30/2018. Samples were received and the lot number given. No clinical investigation will be completed in (B)(6). Investigation will be covered by CAPA #(B)(4).

Event description:
It was reported that when using a bd vacutainer¿ plus plastic citrate tube, the sample would overfill, and erroneous results were received. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that when using a bd vacutainer¿ plus plastic citrate tube, the sample would overfill, and erroneous results were received. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Erroneous results -bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Erroneous results - as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Erroneous results - as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.